Manufacturer narrative:
No sample has been received for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).

Event description:
A nurse reported that a gas bubble was drastically smaller at one day post op. Pt impact is unk. Add'l info has been requested.